Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to loss of capture (loc). No additional adverse patient effects were reported. Additional information received reported that the observed loss of capture (loc) was attributed to right ventricular (rv) lead dislodgement. And the surgical revision was successful. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to loss of capture (loc). No additional adverse patient effects were reported.